Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Retainer ring=black. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thumps. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during testing. No pump error 15 alarms noted during testing however, pump error 15 alarm (line number 1935 file number 0) is found in the formatted history file due to a software error as per global logic analysis (esf#3764385). The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and scratched lcd window. No cracks on lcd window noted. The p-cap/reservoir does lock properly.

Event description:
Medtronic received information that pump error 15, failed batt test, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.